Event description:
It was reported that the user found a gap at the sample notch of a biopsy needle, during use. Reportedly, the device was fired once before the gap was noticed. The biopsy was a breast biopsy. The biopsy was completed by using another needle. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot for this issue to date. The complaint sample was returned and evaluated. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint is confirmed, as a gap at the sample notch along with a loose stylet was found in the returned sample. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.